Event description:
Additional information was provided by the surgeon that in his opinion, high myopia and large axial length caused or contributed to the event. There was no patient harm; the patient's issues have resolved; and her prognosis is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge and a handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the lens was subluxated. The patient was unhappy with the vision. An iol exchange for a different model iol was performed in a secondary procedure. Additional information was requested.